Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it exhibited high pacing, out of range impedance. Also, there is a suspected lead conductor fracture. This lead was successfully replaced and a new lead was implanted at the same surgical procedure. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as it exhibited high pacing, out of range impedance. Also, there was a suspected lead conductor fracture. This lead was successfully replaced and a new lead was implanted at the same surgical procedure. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis was completed. The high pace impedance and lead conductor fracture allegations were not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The malfunction is no longer considered as a reportable malfunction as it is not to cause or contribute to death or serious injury should it occur again.